Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The reported issue was due to scope bearing friction issue. Cable integrity (visual damage) in zone c was seen.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the endoscope kept rotating on its own. The master tool manipulators were repositioning on the surgeon. Prior to calling technical support, the customer attempted to reseat the endoscope and the sterile adapter, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded the error logs and found no errors. The tse had the site use another endoscope, which resolved the issue. The procedure was completed with no reports of patient injury.